Manufacturer narrative:
Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that she experienced swelling and pressure following intraocular lens (iol) implantation of the right eye. Drops were prescribed to resolve the swelling. She indicated that the pressure was "fine" at her postoperative visit and was advised to continue the drops however, she discontinued them. Further information is not available for this report.